Manufacturer narrative:
Product analysis summary: deformation was evident to the 6th and 7th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. A kink was evident on the hypotube immediately distal to the strain relief. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non- tortuous and severely calcified lesion located in the mid cx exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. The procedure was not completed. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy. No patient injury was reported. On completion of analysis, stent deformation was found and a kink was evident on the shaft.